Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient¿s right ventricular lead exhibited high impedance and high capture threshold. The left ventricular lead exhibited high capture threshold. It was further noted that the patient experienced diaphragmatic stimulation. The leads were explanted and replaced. No further information was available.